Manufacturer narrative:
The lens was returned dry in a lens case/ vial. There was clear surgical residue on the lens product. Visual inspection found no visible damage to the lens. Date of this report: it is corrected to "(B)(6) 2017" from "(B)(6) 2017" in the initial. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is manufactured but not marketed in the u.s. Work order search: no similar complaint types reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, diopter -14.5/+2.0/071 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2014. The patient began experiencing glare/haloes and blurred vision. On (B)(6) 2016 the lens was exchanged for a shorter and similar diopter lens. The problem was resolved.